Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "per report, the primary IV began leaking from the IV chamber. The rn immediately paused the IV infusion of normal saline and assessed the IV tubing. Rn reported that the IV tubing had a split at the portion with the IV chamber just below the blue cap. The tubing was sequestered, however the infusion set wrapper was not saved (lot # and reference # not available.". There was no harm to patient. Reporting for tracking purposed. Tubing available for evaluation, if needed." An incomplete date of event of(B)(6) 2019 was provided. The customer later validated that there were no adverse effects caused to the adult patient from the event.